Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows an increase for min and max ventricular pace bi impedance= 950 to 1995 ohms range between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a gradual increase resulting in a high impedance level on the right ventricular lead. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.